Manufacturer narrative:
(B)(6).

Event description:
It was reported that a catheter issue occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. An opticross 6 hd was advanced for an ultrasound examination of the target lesion. During procedure, the catheter was kinked and stuck with the guidewire. The procedure was completed with another of the same device. There was no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. An opticross 6 hd was advanced for an ultrasound examination of the target lesion. During procedure, the catheter was kinked and stuck with the guidewire. The procedure was completed with another of the same device. There was no patient complications reported.